Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Reported via 2017 cardiovascular intervention and therapeutics conference. Same case a MDR ID: 2134265-2017-07604. It was reported that rotawire detachment and vessel perforation occurred. The chronic totally occluded target lesion was located in the severely calcified distal of left circumflex (lcx) artery. A 1.25mm rotalink¿ plus and a 325cm rotawire¿ were selected for use on a percutaneous coronary intervention (pci) procedure. During procedure when retrieving the burr, it was noted that abnormal sound was heard and the rotawire became detached. In order to pull out the wire that remained near the proximal of the left main trunk (lmt) to the lcx, three additional guidewires were inserted and when tried to intertwined, the rotawire penetrated the lmt and perforation occurred. Surgical procedure was then performed in order to pull the wire out. This issue occurred during retrieval of burr after ablation was completed. The patient was discharged after the surgery. There were no further complications reported and patients' status was stable.